Manufacturer narrative:
The insulin pump was received with cracked case at reservoir tube lip and cracked battery tube threads. It also had a minor scratched lcd window and missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump broke at the reservoir connection and the retainer ring and o-ring were missing. Blood glucose value is unknown. Troubleshooting was not performed. The insulin pump was returned for analysis.